Event description:
It was reported that the external pulse generator (epg) was returned for testing. The patient cable returned as an associated device subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
It was determined during analysis of the patient cable that the cable was out-of-specification, the cable measured positive 16 ohms and negative 3.9 ohms. The cable was replaced. If information is provided in the future, a supplemental report will be issued.